Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle (lv) lead exhibited high capture threshold. The lv lead was observed under x-ray imaging and was found to be dislodged. The physician decided to reposition the lv lead. During procedure, the atrial lead (ra) exhibited high capture threshold and unspecified sensing issue. The ra lead was explanted and replaced, while the lv lead was successfully repositioned. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and sensing anomaly were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.